Event description:
A technician reported the system was intermittently losing phaco power during a cataract with intraocular lens implant procedure. They tried both ports and a different handpiece without resolution. Following a 15 minute delay, the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).